Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. All other damages found are consistent with procedural damage. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.